Event description:
It was reported that pump insulin gauge displayed amount different than caller expected, with initial fill estimate showing significantly lower units than anticipated despite normal filling steps. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller to reload same cartridge and then to disconnect and deliver 10.2 unit bolus to update insulin estimate, after which displayed and expected values were within acceptable range and issue was resolved.